Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing a pod site abscess on their thigh, leading to two urgent care visits about five weeks ago. The pod had been removed at home before seeking medical attention. The first healthcare provider said it was "nothing" and gave an ointment, while the second diagnosed as an abscess and prescribed an antibiotic and ointment. The site was prepared using alcohol wipes. The patient is currently using the product and was advised to discuss using chlorhexidine with their healthcare provider. The pod was discarded, and the patient could not provide the lot or sequence number.